Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld prior to distribution.

Event description:
It was reported that the physician's handheld does not hold a charge. It was confirmed that the power light was lit up while charging; however, when the handheld is unplugged it quickly runs out of battery. The battery indicator on the handheld showed that it had been mostly charged prior to use, indicating that the power cable was working correctly. Follow up with the physician found that the programming system was stored in a climate controlled room in the operating room next to their stock of vns products. It does not appear user mishandling caused the battery failure. The issues were first observed on (B)(6) 2013. The programming system was returned on (B)(6) 2013. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and the reported allegation of battery failure, where the battery will not hold a charge, was not verified. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the handheld was receiving power intermittently. Continuity testing was able to identify an intermittent negative electrical connection in the power connector portion of the hhd serial cable. The cause for the open connection is associated with the serial cable plug leaf spring not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis. No further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the handheld prior to distribution.